Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer receiving a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.